Manufacturer narrative:
The medical review of the provided x-rays and operative reports by a clinical consultant indicated: procedure-related factors: cup malposition in absent anteversion and medialized position. Femur in malposition with excessive anteversion not addressing a major bone defect condition of the superior acetabular bone. Patient-related factors prior major bone defect condition of the superior acetabular bone. Obesity (bmi = 38) a secondary factor. Device-related factors: none. Diagnosis: cup malposition in absent anteversion and medialized position in combination with excessive femoral anteversion has contributed to an overload condition in the arthroplasty contributing to cup loosening with fracture of the screws and chronic dislocation of the femoral head requiring revision surgery. Not returned.

Event description:
It was reported that patient's left hip was revised due to a failed shell (nature of failure not reported). It was reported that "shell and screws" were revised. Medical review: "left hip revision surgery on (B)(6) 2018, for cup loosening with chronic femoral head dislocation". The review also indicates "stem malposition in external rotation".